Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "device migration/implant malposition, change shape/size/style, ptosis".

Event description:
Healthcare professional reported "device migration/implant malposition, change shape/size/style, ptosis". This record is for the "right" side. The device was explanted.